Manufacturer narrative:
After use of the 6/7f mynxgrip vascular closure device (vcd), hemostasis wasn't perfect, however, the customer didn't remember the reason exactly. There was no patient injury. No other information was provided. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant was stuck to the catheter approximately 96 mm from the balloon proximal neck and swelling up. The procedural sheath was not returned. The advancer tube was found inside the shuttle cartridge. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No visual damages or anomalies were observed. The condition of the returned device indicates the sealant was not deployed in a patient thus the condition does not match the description. Shuttle movement was checked and no resistance was felt. Shuttle down procedure was simulated per the mynxgrip instructions for use (IFU) and the advancer tube was able to properly engage the tamp locks. A product history record (phr) review of lot f1823903 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the condition in which it was received. The condition of the device does not match the description, and the root cause of the issue experienced by the customer could not be conclusively determined. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue reported since the sealant was still attached to the device. However, it is possible that the condition of the returned device was caused by an incomplete engagement of the advancer tube during the procedure. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, it is unknown if the device was manipulated after the procedure. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. The IFU also informs users to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device was received for analysis but the engineering report is not yet available. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported event. The medical device reporting reference number for the other event is 3004939290-2019-01365.

Event description:
After use of the mynxgrip vascular closure device (vcd), hemostasis wasn't perfect, however, the customer didn't remember the reason exactly. There was no patient injury. No other information was provided.